Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted for worsening sternal and driveline infection. A chest computed tomography (CT) scan was performed and blood cultures drawn. The patient treated with multiple IV antibiotics. The patient was discharged home on a continued antibiotic regimen. The device was not returned to the manufacturer for evaluation as it remains implanted. Driveline site infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately two years and three months post hvad implantation, the patient was admitted to the hospital complaining of a chest cyst that had ruptured seven days earlier. A CT scan of the chest revealed an abscess superficial to the sternum without definitive retrosternal extension and worsening driveline infection. After an infectious disease consultation the patient was started on intravenous daptomycin but was switched to ancef and rifampin after cultures returned positive for (B)(6). He was discharged home some time later with a plan to continue on a six week course of antibiotics. This event is believed to be related to the device by the treating physician. Investigation is ongoing.